Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became unable to operate with external devices. The patient did not stop charging their ipg. As a result, surgical intervention took place on (B)(6) 2024 to replace the ipg.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.